Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge change error issue was verified. Additionally the alleged minimum fill and the load issues could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple cartridge change error messages occurred with multiple cartridges during the loading process. Additionally, a minimum fill notification occurred during the load procedure while the cartridge was filled with 200 units. Additionally, insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. There was no impact to the customer¿s blood glucose. Reportedly the customer had an alternate pump for insulin therapy.